Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for fecal incontinence. It was reported that the patient had a bad morning due to her program getting turned off during the night but she had been able to turn it back on by this morning. The patient also described several of her bowel movements as diarrhea. On (B)(6), the patient reported that she was hospitalized last night and the reason was unknown. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunction. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.